Event description:
According to the reporter, during an abdominoplasty, the device¿s suture broke three times while being applied on the abdomen. They were on 6-7 stitches when the strand and loop broke. The procedure was extended more than 30 minutes. New suture was used to complete the case. The patient needed to recover longer in recovery room but there was no injury caused to the patient and no medical intervention was required.